Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that intermittently the pump battery was not holding its charge. Customer did not have pump at time of the report and had not uploaded pump data for tandem technical support to review. There was no reported impact to customer's blood glucose for the past events.